Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the insertion of an instrument into the trocar on a laparoscopic orchiopexy hernia repair, the cannula broke and the sleeve of the trocar fell into the cavity of the patient. The component was retrieved immediately using a laparoscopic grasper. There was no patient injury.